Event description:
Healthcare professional reported right side "rupture, lymphadenopathy, and pain." Device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture.

Event description:
Healthcare professional reported right side "rupture, lymphadenopathy, and pain." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as unidentified (tear) opening and missing assessed as inconclusive. (Shell thickness was within specification). Pain : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d.1; d.2a; d.4; d.9; g.2; h.3.